Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing inadequate relief. The patient underwent an explant procedure where the deep brain stimulation lead was explanted. The patient was doing fine post-operatively. The explanted lead was discarded at the hospital and was not returned to bsc.